Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A review of depuy synthes monument device history records for manufacturing revealed no complaint related issues. Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient experienced a non-union post tibial nail procedure. A revision was performed and included another tibial nail and a femur autograft. The procedure was successfully completed. This is report number 1 of 2 for (B)(4).